Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that according to the jostent stent graft IFU, it is stated: "do not attempt to pull an unexpended stent graft back through the guiding catheter; dislodgement of the stent graft from the balloon may occur". The stent graft system and the guide catheter should be removed as a single unit. It is reported in this incident that the stent graft "would not back into the guide cath and got stripped from the balloon". The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and pt information and the lack of device investigation.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that the graftmaster stent was unable to cross the lesion. When an attempt was made to remove the system, the stent dislodged and was lost in the body. No additional event or pt information is available.